Event description:
The customer reported that the insulin pump alarmed no delivery during basal delivery. Troubleshooting was performed. The customer stated that she was hospitalized for high blood glucose of 730 mg/dl. The customer stated that she took an insulin injection of 100 units prior to going to the emergency room, but her blood glucose did not drop. Ran a fixed prime and the device did not alarm during fixed prime. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.